Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Information contained in this record was previously submitted thru psr on 15/oct/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade IV and late onset seroma. The event of capsular contracture and late onset seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Healthcare professional reported a patient experienced the events of ¿left side breast mastalgia¿, ¿fibrous capsule enhancement, more accentuated in the left side, which has a small amount of intracapsular fluid in it¿, ¿cysts¿, ¿capsular contracture" baker grade IV, "inflammation to the left side breast¿, and ¿left side device with radial folds in its medial contours. The device has been explanted.